Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in was discolored/had foreign matter. It was reported by customer that they noted an orange spot near the distal end of the 20 and 22 g IV catheters. Verbatim: rcc received a complaint via email. Email(s) attached. On 5/5/24 we noted an orange spot near the distal end of the 20 and 22 g IV catheters we have in stock. Please see the attached picture. The lots have been removed from service and the representative audra sinclair mahnke was notified. She received this response from marketing. We have seen this before, however we have not had any reports of degradation of the device once placed. This discoloration is due to the holes being laser burned into the plastic. It can cause slight discoloration however, we have not seen where the discoloration translates to device failure. We will finish the process of complaints but just know discoloration can happen when you burn the plastic however we have ensured that the process is managed to ensure the device performs as it should.

Manufacturer narrative:
Our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of discolored was confirmed upon inspection of the photo. However, bd cannot confirm if the sample is non-conforming to our specification since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. The discoloration is slight burning of the catheter due to our laser cutter that cuts the holes into the tubing. Small levels of burning are expected to occur due to the high heat of the laser used. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.